Event description:
It was reported that the ventricular lead had intermittent non-capture. The lead was capped. It was further reported that during implant attempt, the replacement lead had high thresholds and high impedance. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned to the manufacturer, analyzed and no anomalies were found. It was noted there was blood on the tip electrode.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.